Manufacturer narrative:
Postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Physician reported left side no complaint against the device. Physician later reported "presence of folds" observed during surgery and a capsular contracture baker grade iii/IV. The device was unilaterally replaced.

Manufacturer narrative:
Postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Physician reported left side no complaint against the device. Physician later reported "presence of folds" observed during surgery and a capsular contracture baker grade iii/IV. The device was unilaterally replaced.

Event description:
Physician reported left side no complaint against the device. Physician later reported "presence of folds" observed during surgery and a capsular contracture baker grade iii/IV. The device was unilaterally replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, and voids in the gel. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, corrected and/or changed data: d.4, d.6a, d.6b, d.9, g.2, h.3, h.4, h.6.